Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. The patient contacted their physician who instructed the patient to complete a remote interrogation. A boston scientific company representative assisted the patient with completing a successful remote interrogation and referred the patient to their physician for follow up. No additional adverse patient effects were reported. This product remains implanted and in service.